Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, multiple attempts to ideally position the right atrial lead were made unsuccessfully, and failure to insert the stylet into the lead was observed, blood was also noted in the lead. The lead was not implanted. Another lead was implanted successfully. It was noted that the patient did not experience any adverse consequences as a result of the event.